Manufacturer narrative:
Other, other text: b5: additional information received and attached from customer via email dated 30-sep-2021: the event occurred during testing. There was no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, scratches and cracks found on lcd lens screen. The customer stated problem was not duplicated. Unable to repeat or duplicate customer reported problem, however there were multiple downstream occlusion error messages found in the device event history log. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited voltage issues the pump downstream occlusion rests at 0-1mv. No adverse effects reported.